Event description:
During the catheterization, after deploying the stent following proper protocol and procedure, the balloon on the boston scientific taxus express 3.5mm x 24mm would not deflate for removal. Another attempt was made by reinflating the balloon and once again trying to deflate without success, requiring pt to be put on intra-aortic bypass and taken to surgery for a coronary artery bypass graft x1. Pt codes include: induced by device, mi, cardiac arrest, surgical procedure. Device codes include: difficult to deflate, difficult to remove, device or device fragments remain in pt.